Manufacturer narrative:
B5: product returned for investigation exterior visual inspection: pass . Voltage test: fail, (0vdc). D9: device available for evaluation returned to manufacturer. G6: follow up 001. H2: device evaluation. H3: device evaluated by manufacturer. Evaluation summary attached. H6,10, evaluation of actual/suspected device.

Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss. No injury or medical intervention was reported.